Event description:
It was reported that the drive support cap was loose and protruded. The customer's blood glucose reading was 236mg/dl. The customer stated that the insulin pump was dropped on the floor. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.